Event description:
The facility reported a fail code 570 during biomed testing. Although baxter attempted to obtain information, the hospital representative stated that there were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 570 was confirmed. Typically, this faiure is related to depleted batteries. A correctiive and preventative action has been initiated.